Event description:
Customer reported uncommanded shutdown. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the problem. Error logs showed customer had pressed fast stop switch, shutting down system. System operates as intended.